Event description:
The pharmacist at the hospital called the customer service of stryker (B)(4) to report that "a hair was found under the blister of the device."

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection revealed the returned device to be fully shrink wrapped and a long dark colored hair present beneath the shrink wrap on top of the carton. The event was confirmed. The investigation concluded that the hair found under the blister pack was caused by non sterile conditions during packaging. Corrective actions were implemented.

Event description:
The pharmacist at the hospital called the customer service of stryker (B)(4) to report that "a hair was found under the blister of the device."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.